Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing during an atrial fibrillation (af) episode. It was noted the patient had been in an atrial arrhythmia for greater than 24 hours. An alert was also recorded for the atrial intrinsic amplitude being out of range. An email was sent to the device following clinic with this information. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.